Event description:
It was reported that a morphine infusion was programmed at an unspecified rate to infuse over 20 hrs. However completed in 3 hrs.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however customer not provided by customer.

Event description:
It was reported that a morphine infusion was programmed at an unspecified rate to infuse over 20 hrs. However completed in 3 hrs.